Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). At this time, the alleged defect has not been received by carefusion failure analysis lab.

Event description:
The customer reported while using the vela ventilator; the unit was alarming vent inop (inoperable). The issue occurred during patient use. At this time, it is unknown whether there is patient consequence associated with the event.